Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rails condition. Photographic evidence provided revealed that one side rail was partially detached, screws holding the side rail panel to the metal plate (part of side rail mechanism) were pulled out and the side rail on the opposite side of the bed was bent. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. There was no indication that the device was in use when the issue was detected. The complaint was assessed as reportable due to the side rail panel partial detachment from the bed.

Event description:
The hospital staff called arjo to inform about citadel plus bed damage. During visit of arjo service consultant, it was observed that two foot end side rails were damaged. One of them almost detached from the bed's frame as some screws holding the panel to the metal plate (part of side rail assembly) were ripped off. The side rail on the other side of the bed was bent. There was no indication that the device was in use at that time. No injury was claimed.